Manufacturer narrative:
(B)(4). Additional information: (B)(6). Device received for evaluation. Device evaluation pending.

Event description:
According to the reporter; during a lobectomy procedure, the clamps (staples) from the reload did not correctly form and the staple line had to be oversewn and a new reload was used to complete the case. Extension of scheduled operative time was not required. There was no blood loss, no extension of incision, no change of op, no loss or damage to tissue, and nothing fell into patient. Reinforcement material was used with the device. The patient is reported to be well. No further patient data is available.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices, 2 opened by the account and 1 sealed. There was damage present on one of the knife blades. The other two sulus showed no visual or functional abnormalities. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.